Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot over the phone. The customer replaced all ise (ion selective electrodes) sodium (na), potassium(k), chloride (cl) and reference (ref)electrodes which resolved the issue. The customer repeated results and obtained results considered correct by the customer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case(B)(4)

Event description:
The customer reported erroneous erratic patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with low/negative anion gaps and co2 (carbon dioxide) quality control (qc) issue on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.